Manufacturer narrative:
A field service engineer was dispatched on 01/25/2017 to address the reported issue. The fse replaced the check valves and tested with no errors noted. No further action required by the fse. The g8 analyzer was functioning as intended with all issues cleared. The most probable cause of the reported event was a mechanical fault of failure of purge check valve. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2017 a customer reported large expanded peaks on c-gram with the g8 analyzer. The customer is unable to run hbaic patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbaic patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.